Manufacturer narrative:
(B)(4). The insulin pump was received with stripped battery cap coin slot, broken battery tube thread, corroded battery tube and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The pump was unable to perform displacement test due to reservoir lip broken off.

Event description:
Customer reported via phone call that insulin pump and the battery keeps failing. The customer blood glucose level was unknown. Customer put the battery failed right away and loosen the cap and it works again. The device will be return for analysis.